Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the patient reported needing to recharge the implantable pulse generator (ipg) more frequently than expected. The issue progressed gradually, and the ipg was subsequently replaced. The patient was reported to be doing well postoperatively. The explanted device was discarded in accordance with facility policy.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the patient reported needing to recharge the implantable pulse generator (ipg) more frequently than expected. The issue progressed gradually, and the ipg was subsequently replaced. The patient was reported to be doing well postoperatively. The explanted device was discarded in accordance with facility policy.

Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code of cause not established will be used. B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.